Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they are having an issue with arm 3. The caller stated they have to push very hard on arm 3 to get the instrument engaged or to recognize. The customer elected to swap out the patient cart with another system's patient cart to proceed. The procedure was converted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue occurred during procedure. The procedure was completed robotically with no injury or harm to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis team, which confirmed several 282 errors in the field. Visual inspection revealed that the front presence pin was slightly sunken compared to the middle presence pin. When tested on the in-house system, the usm triggered 282 errors during normal mode, and the diagnostic app indicated that the front presence pin would not read the instrument unless forcefully inserted onto the carriage. The unit failed the ifs pogo pin test on the patient side cart fixture test platform (pftp). Examination showed that the front presence pin was shorter than the middle presence pin (pn 372028-01) but longer than the back presence pins (pn 372029-01), indicating it was out of tolerance. The root cause of the problem was identified as the front long presence pin (pn 372028-01).